Event description:
The customer reported that the system intermittently gave communication errors and would not perform fluoroscopy. Th is resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, lemo connector, and the control panel processor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.